Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Insulin pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Unable to perform all functional tests due to blank display. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have a blank screen display. Customer was asleep and woke up to display screen being blank. Customer states that insulin pump was worn in bra and may have been exposed to sweat. Customer's blood glucose was 468 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, contacts on battery cap were not missing and battery compartment was not damaged or corroded. Customer changed battery and display screen did not return. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.